Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the movement during deployment was not determined. It was unsure if the tip of the catheter was under stress.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the system slipped down. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right supraclinoid process with a max dia meter of 11.98mm and a 6.58mm neck diameter. The landing zone was 3.03mm distally and 4.19mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. The angiographic result post procedure showed significant contrast retention. It was reported that the surgeon used a blood flow-directed dense mesh stent to treat a large aneurysm in the supraclinoid segment of the right internal carotid artery. During the stent deployment process, the stent and microcatheter system slipped off. The surgeon tried to withdraw the stent and use the stent microcatheter system for pushing the guidewire in place, but due to the tortuosity of the blood vessel and the relatively wide neck of the aneurysm, it could not be raised again, so the system was removed and the stent was replaced to complete the surgery. It was noted that movement occurred during placement. Multiple pipelines were not being used when movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was implanted at the intended location. The pipeline did not miss the landing zone. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. There were no side branches covered. The tip of the catheter was moved during deployment. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom microcatheter.